Event description:
Reported received of air passage distal to the filter. It was reported that a patient was receiving a propofol infusion. The tubing primed without difficulty, but at some point after the start of the infusion, it was noted by the clinician that air was passing distally through the filter. The clinician was present and was able to disconnect and re-prime the tubing. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.